Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined; however incidents are monitored on a routine basis for trends. It should be noted that, per the mynxgrip instructions for use (IFU), if the tamping tube is pushed too far into the hydrogel sealant, the grip tip of the mynx sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during the catheter removal and if proper position of the tamping tube is not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Should additional relevant information become available a supplemental MDR will be filed. (B)(4). Note: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that upon the mynxgrip device removal, it was noted that the mynx sealant had dislodged and moved under the patient's skin. The device was being used with a 5f procedural sheath for arterial closure following a diagnostic procedure. The patient had scarred tissue at access site. The deployment was going "fine" until the physician retracted the device and felt that the sealant had dislodged or moved under patient's skin. The balloon was fully deflated and the device was removed from the patient. Upon removal of the device, it was noted that the device did not provide hemostasis. Manual pressure was held for less than 30 minutes to achieve hemostasis. The patient's ambulation time was extended for several hours ("significantly longer") due to the use manual compression instead of the mynx device for hemostasis. Additional information was requested but was unknown.